Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during defibrillation threshold (dft) testing at implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the device was unsuccessful in converting the patient. The patient required external rescue. It was noted that the patient had a larger chest and required several external shocks to convert. High shock impedance measurements of 100 ohms were observed following delivery of each shock. Additionally, difficulty was encountered with obtaining a reference electrogram, however, one was able to be obtained after troubleshooting with boston scientific technical services (ts). The pocket was closed and an x-ray was taken to review the system placement. The device was noted to be in an anterior position with the electrode appearing to be away from the sternum. Ts recommended placing the device more posterior. A revision procedure was performed two days later. The device pocket was reopened and the device was moved to a more posterior position. Dft testing was performed and the patient successfully converted with a single 80 joule shock with shock impedance measurements of 72 ohms. No changes were made to the electrode position. No additional adverse patient effects were reported. This product remains implanted and in service.